Event description:
It was reported that the tubing of a pvc free administration set became disconnected at the chamber site. This occurred during infusion of mitotax and caused an unspecified amount of leakage. There was no medical intervention associated with this event and no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the actual sample was not returned for evaluation; however, a retention sample was evaluated. The retention sample was visually checked and no issue was noted. The unit was also gravity tested and was found to be within specification. The condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.